Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother reported that when examining the pump she noticed the cannula on the infusion set was bent, but it had not given her an occlusion error. Mother reported the pump had not given an occlusion error although the infusion set was bent, so that a full blockage would have been caused. Mother stated while the pump was in stop mode also, it did not beep at all to alert her. Requested return of the alleged infusion device for evaluation and replacement was sent.